Manufacturer narrative:
(B)(4). Additional information: product code updated- plee60a. Batch # unk. Additional information requested and received: what was the product code of the stapler (plee60a, pse60a, etc.)? Plee60a. The analysis results showed that three ecr60d reload were received inside their sterile package unfired and in good visual conditions. Cartridge (a, b) ecr60d, l52w6t were received unfired and inside its sterile package. Cartridge (c) ecr60d, l52y06 was received unfired and inside its sterile package. The returned reloads (a, b, c) were loaded into a test ec60a device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No malformed staples were noted during functional testing. The reported short cut absent cut issue could not be confirmed as no device was returned for evaluation. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was received: during firing at the fundus of the stomach (last firing to perform the gastric sleeve) the staples were pushed ahead and were not formed correctly. The device also did not cut. There was some slight bleeding at the tissue (possibly due to squeezing of the tissue). This happened also with the second reload. They took another golden reload from another lot and finished the procedure successfully. There were no negative consequences for the patient. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the product code of the stapler (plee60a, pse60a, etc.)?

Event description:
It was reported that during a gastric sleeve procedure, with powered endo cutter, bleedings out of tissue, did not cut and did not staple correctly. No further information is available. Another like device was used to complete the procedure.